Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext: (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of multiple downstream occlusion alarms. Visual and functional tests were performed, which found the downstream occlusion (dso) sensor to be functioning out of specification. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.

Event description:
It was reported that the device had a downstream occlusion alarm. There was unknown patient involvement/patient harm reported.